Event description:
Percutaneous coronary intervention (pci) was performed in a 80-90% stenosed lesion with no calcification and mild tortuosity in the left circumflex coronary artery. An intravascular ultrasound (ivus) catheter being used to image the stent placement, determined the distal stent edge was not well apposed. When the physician was finished imaging and withdrew the ivus catheter, resistance was met, the ivus had became caught on the stent at the distal edge. The physician attempted several times to free the device, finally succeeding with the use of a balloon tip to push the ivus catheter releasing it from the stent. The procedure was completed successfully and the patient condition is reported to be "stable".

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
It was reported that before an unknown procedure, the steel of the reload unit was turned up when the surgeon opened the package. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ping meter is giving an inaccurate high reading of "106 mg/dl" compared "67 mg/dl" obtained on another device. The patient manages her diabetes with an insulin pump. On (B)(6) 2010 at 8:45 pm, the patient obtained the "106 mg/dl" on the subject meter and did not take any action in regards to diabetes management. Within 10-15 minutes later, the patient developed symptoms described as "shaky, blurred vision, and nausea." A blood glucose reading of "67 mg/dl" was obtained on another device around the same time. There was no allegation of treatment for severe hypoglycemia or hyperglycemia at the time of concern. According to the troubleshooting performed with customer service, the reported readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the patient claimed she developed symptoms that can be suggestive of an acute complication of diabetes 10-15 minutes after obtaining an alleged inaccurate high reading on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k082590.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.